Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+2.0/090 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting and loss of best-corrected visual acuity (post-op bcva - 20/20). The patient experienced significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/16.

Manufacturer narrative:
The lens description is -18.0/+2.0/x087 (sphere/ cylinder/ axis). Patient's last visit was on (B)(6) 2016 with uncorrected visual acuity (ucva) 20/40. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that optic and haptic were torn. Work order search: no similar complaints were reported for units within the same lot. (B)(4).